Event description:
It was reported that the preloaded intraocular lens (iol) was squeezed by the injector plunger during implantation and had to be explanted. This resulted in a little hemorrhage from the iris, other than that no complications were reported. Account indicated that the haptic was damaged, resulting in the removal and replacement of the iol during the initial procedure. No additional medical or surgical interventions were required. Per the surgeon, the patient is fine. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: n/a - lens was removed/replaced during the same procedure. Section d6b - explant date: n/a - lens was removed/replaced during the same procedure. Section e1 - telephone number: (B)(6). Section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 11-mar-2026. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection revealed that the lens was cut into three pieces and coated in viscoelastic residue. The lens was cleaned and inspected; damage was observed on one portion of the cut lens. No further issues were identified. No handpiece was received. The complaint issue "haptic damaged" and "delivery issue" were not identified during product evaluation. The other observed issues could not be confirmed to be related to a manufacturing or design issue. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.